Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased pain despite stimulation optimization. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively. The explanted device will not be return as it was kept by the facility.